Event description:
Pt. On pressors needed to go to MRI, so pressor tubing changed to MRI extension pump tubing. After attaching, fluid found to be leaking from a crack in the tubing at the joint site. Pump tubing saved. FDA safety report ID # (B)(4).